Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness, convulsions, and emergency medical intervention while using the ilet. This situation can result in acute metabolic decompensation requiring urgent treatment and is consistent with the reported IV glucose administration. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no malfunction alerts identified. Device data confirmed repeated hypoglycemia alerts on the reported event date, including glucose falling quickly, low glucose, and urgent low glucose, along with temporary cgm transmitter issues. Insulin was paused and later resumed appropriately, and later that day the user completed setup activity including motor rewind, tubing fill, cartridge change, and infusion set change. Based on available information, no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2025 it was reported that on (B)(6) 2025 the user experienced severe hypoglycemia with blood glucose reported as low as 25 mg/dl. Emergency medical services responded and treated the user with IV glucose and oral intake. The user recovered, resumed ilet use, and no long-term health effects were reported.